Manufacturer narrative:
(B)(4) (lot): the set screws were used in case are lot# h09k4758 and h09j3797. This part is not approved for use in the united states; however, a like device catalog# 7540020, 510k# k052187 was cleared in the united states. Manufacture date for lot h09k4758 is 11/03/2009; manufacture date for lot h09j3797 is 10/20/2009. Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pt underwent a plf at l3-l5 using posterior fixation system. The crosslink was implanted first and it blocked the counter to be placed on the pedicle screw lead. Therefore, the break off set screw could not be broken off at left side l5. After several attempts, the surgeon opted to close the incision without implanting the set screw at left l5. No further complications were reported.